Event description:
It was reported that during a surgery the user could not remove the backboard from the CT scan and wasn't able to visualize the anatomical points for registration. The CT scan was completed, however; the user had to use a different navigation unit to complete the procedure. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device log files were not available for evaluation. Correction: follow-up report submitted to document the device code has been updated. H3 other text : log files not submitted by customer for evaluation.

Event description:
It was reported that during a surgery the user could not remove the backboard from the CT scan and wasn't able to visualize the anatomical points for registration. The CT scan was completed, however; the user had to use a different navigation unit to complete the procedure. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.